Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button with more force for the pump screen turned on. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.